Event description:
It was reported that the patient presented for follow-up with loss of capture and high pacing impedance exhibited by the right ventricular lead. Therapies were temporarily deactivated. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) 2023. The patient was stable, before, during and after the procedure.